Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire fractured at the middle solder set at 13 mm from the wire tip. For approximately 13 mm distal to the coil fracture, the core was found exposed and bent. Proximal to the middle solder, coils were found tightened due to excess torsion. Microscopic observation of the coil fracture showed a trace of fracture by torsion that generated when coils got straightened. The core fracture showed a trace of soldering that indicated the core remained unfractured. Above findings suggested that approximately 13 mm of the coil wire including the wire tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding product design limit was inadvertently applied while the wire tip was being trapped by the cto. That stress led the coil wire to become loose and eventually fractured by tensile stress generated upon wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire separate during a pci to treat a cto in the rca #3. The guide wire was crossing the lesion with a support microcatheter when it became trapped and fractured in the lesion. Because the procedure itself took so long that the physician decided to terminate and left the tip fragment in situ. The patient was reportedly without problem after the procedure.